Manufacturer narrative:
A field service engineer (fse) was dispatched to the account. The fse inspected the analyzer and found no issues. The fse stated that the event may have occurred as a result of a sample mixing issue when being run in the open mode. The data provided by the customer was reviewed by the abbott medical director. It was concluded that the issue was related to an extreme pathology in the sample. The celldyn ruby analyzer could not generate any precision on the sample since most of the measurands were flagged and/or invalidated. Customer complaint data was reviewed and no adverse trends were identified. The celldyn ruby operation manual was reviewed and was found to adequately address the issue. The investigation did not identify a product deficiency or malfunction.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The account stated that a sample generated discrepant wbc results on celldyn ruby analyzer sn (B)(4). The sample was initially run on celldyn ruby analyzer sn (B)(4) in the closed mode with the following results: wbc=66,100/ul. Other cbc results were: rbc=2.80x10e6/ul, hgb=8.44 g/dl, platelet=12,000/ul. When the sample was repeated on analyzer sn (B)(4) in the open mode a wbc of 19,700/ul was generated and was questioned as it did not match previous results for the patient. Other cbc results were: rbc=6.24x10e6/ul, hgb=18.5 g/dl, platelet=12,500/ul. The sample was also run on ruby analyzer sn (B)(4) and a wbc of 57,000/ul was generated. There was no report of impact to patient management.